Event description:
A patient treated with high intensity focused ultrasound on her abdomen, for waist circumference reduction, developed a tender lump in her mid-abdomen a few days post treatment. An ultrasound showed "no collection." The physician reported that the patient experienced mild pain during the procedure (patient was not pre-medicated) and had developed bruising post treatment. On (B)(6) 2013, the physician reported a palpable mass (7 x 7 cm) very hard, red and tender to the touch in the treatment area. An ultra-sound of the patient's abdomen showed a mass (2.8 x 1.7cm) below the umbilicus. There was no vascularization in the mass and it seemed to be only solid. On (B)(6) 2013, the patient was started on oral antibiotics to prevent infection. On (B)(6) 2013, the patient consulted with a general surgeon, 4 days later the surgeon admitted the patient to a private hospital, no surgery was performed, however "oozing" was observed from the abdomen. The patient was put on IV antibiotics for 3 days and dressings were applied to the abdomen. No further additional information has been obtained.

Manufacturer narrative:
Patient protocol guide states: to avoid injury, the health care professional should assess the patient and area to be treated and evaluate the patient for the following conditions: [...]. A patient who has skin folds is an inappropriate candidate. In addition, air may be trapped within skin folds. Evaluation of the treatment tip and the system data is pending.